Event description:
During a ventriculoperitoneal shunt procedure with electromagnetic navigation, the surgical staff registered the patient for navigation using a previous scan. The image set was then merged with a more recent scan, keeping the prior registration. Alignment and accuracy were checked and appeared accurate. An approach for the shunt was planned and performed. Correct placement was indicated from navigation and targeting. Post op scans showed the shunt was placed largely off of the planned approach, past the midline. No adverse consequences were reported other than the location of the shunt. A revision surgery was performed to correct the shunt placement.

Manufacturer narrative:
Corrected data: d3, d5, g1, g4, and h4. D9 and h6 coding has been updated to reflect investigation conclusion.

Event description:
During a ventriculoperitoneal shunt procedure with electromagnetic navigation, the surgical staff registered the patient for navigation using a previous scan. The image set was then merged with a more recent scan, keeping the prior registration. Alignment and accuracy were checked and appeared accurate. An approach for the shunt was planned and performed. Correct placement was indicated from navigation and targeting. Post op scans showed the shunt was placed largely off of the planned approach, past the midline. No adverse consequences were reported other than the location of the shunt. A revision surgery was performed to correct the shunt placement.